Event description:
It was reported that during a percutaneous coronary intervention (pci), a 2.0x15mm maverick2 monorail balloon was ruptured. The mid left anterior descending artery and the 1st diagonal branch was 90% stenosed with moderate tortuosity and calcification. A stent was deployed in the mid left anterior descending artery and the maverick2 was delivered to the 1st diagonal. When the balloon was inflated, it was ruptured at 8 atmospheres. There were no patient complications or injuries reported. The patient status is listed as good. The procedure was completed with a different device.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.